Event description:
Received info the pt fell last winter and suffered a loss of her peripheral thoracic stimulation on the right side. Impedance check was performed but results were not provided. It was noted during lead revision surgery the lead/extension was disconnected from the ins. The lead was replaced. The pt suffered no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis: (B)(4)- reliability non-conformance. Conductors #0 and 2 are broken 15 cm and 15.5 cm from distal end. Visual ob (dry). Servation: anchor marks 14 cm from distal end. Circuits #0 and 2 are open. Continuity acceptable on circuits #1 and 3, no shorts. See scanned page.